Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 5 on a patient with a prolapsed posterior leaflet and indentation on the posterior leaflet and dilated left atrium. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU). However, upon inserting the sgc across the intra-atrial septum, it was observed that the hemostatic valve was no longer functioning and losing air while the dilator was still in situ. Therefore, the sgc was brought back to the right atrium (ra), and aspiration was performed. However, it was not successful. Therefore, the sgc was removed and replaced. A new scg was inserted, and the procedure was continued. Three clips were implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.